Event description:
The customer reported the ventilator restarted while in use on a patient. The customer reported the ventilator did alarm and there was no patient harm. The manufacturer's field service technician was unable to duplicate the customer reported problem. The service technician verified a diagnostic code in the ventilator log history that indicated a ventilator restart. Extended self testing (est) was completed, and testing passed per operating specifications.